Event description:
A peritoneal dialysis (pd) patient reported a ¿display brightness problem¿ on the liberty select cycler. Screen was dim during ready. Display brightness was set to 10. Patient called back and advised after setting the screen brightness to 10, the screen returned dim the next day. Rebooted cycler but screen remained dim. Replaced cycler due to issue: display brightness problem. At least one full treatment had been completed with this cycler. The fresenius technical support representative advised continuing use of this cycler and to contact peritoneal dialysis registered nurse (pdrn) to inform of replacement. Upon follow up, the pd nurse stated that the patient was able to complete the treatment on the cycler on the reported date and that the cycler replacement was received. No patient adverse effects were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. Here were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed when powering on the cycler. The ¿ok, stop, and up/down arrows push buttons¿ illuminated. However, the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1939 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touchscreen test passed. Voltage verification check passed. Pre-ast 15 mins 1000 ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.